Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'needs calibration'. The upstream and downstream sensors were found to be out of specification which can lead to false upstream and downstream occlusion alarms. Upstream and downstream occlusion alarms were verified through a review of the event history log. The upstream sensor was replaced and the downstream tubing guide depth was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needed to be calibrated. There was no known patient injury or medical intervention associated with this event. No additional information is available.